Event description:
The service report shows that the volume was below the specification limit for reporting upon incoming testing. The nellcor puritan-bennett customer support engineer verified the low volumes. The engineer inspected the device and replaced the cup seal. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.